Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that earlier she had a blood glucose level of 48 mg/dl, which was treated with food. The customer stated that she was shaking and felt sick to her stomach. Blood glucose level at the time of the call was 235 mg/dl. The customer declined troubleshooting for the low blood glucose level. The insulin pump was not replaced or returned for analysis.